Manufacturer narrative:
(B)(4). The sample was discarded and the lot number was not known, therefore no evaluation or batch review could be performed. A follow-up report will be filed should any significant supplemental information become available.

Event description:
A customer contacted baxter's (B)(4) regarding a system error (se) 2240 (air in line) alarm that appeared on the homechoice (hc) display during drain. The home patient (hp) stated that she had disconnected from the hc machine to use the restroom. The hp had reconnected after the alarm occurred. The technical service representative (tsr) explained the alarm to the hp and assisted to clear the alarm. The tsr advised the hp to disconnect and finish with manual supplies. The tsr reviewed proper procedures per the user manual with the caller. No patient injury or medical intervention was indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) was not confirmed due to a lack of sample; however, per the complaint information the cause of the se 2240 is due to air being sucked into the disposable after the patient disconnected the patient line from the transfer set. The home patient (hp) stated that she had disconnected from the machine to use the restroom and then reconnected back to the machine. The batch review was not performed because the lot number is not available. A labeling review of the homechoice apd systems patient at-home guide issued was found to be adequate for the use error(s) in the complaint. Similar reports have been received by baxter for the reported problem. The root cause investigation is in progress through (B)(4).